Event description:
Per customer: back of 4108 fell out during total knee. Unknown until surgery was done. Customer returning all washers and parts with handpiece. Needs to confirm that pieces are accounted for.